Manufacturer narrative:
Customer's observation was not replicated in-house with retention and returned devices. Retention and returned devices were tested with cutoff hcg serum and urine controls, 3 different high level hcg urine controls, and clinical urine and serum samples. All results were positive at read time. No false negative were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined. Product deficiency was not established. To date, 1 complaint has been reported against this lot. This issue will be tracked and trended. Corrective action not required at this time, as no product deficiency was established.

Event description:
Caller reported they had received a false negative hcg result on the innovacon hcg urine combo cassette for a pt today. The pt was approx 3.5 months pregnant and the customer advised the pt had previously had a positive serum hcg test. The customer was unable to provide the details or levels of the hcg test, other than to say that the pt was previously known to be positive. A clear control line was visible and the test was read at 5 mins.